Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and stretched along its length. As a result of the stretching, the stent was now located at 1 mm distal to the distal markerband and to 2 mm proximal to the proximal markerband. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during prep. The product stent protector was not returned for analysis with the device. The ro markerbands were examined and there was no damage noted.the tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the inner and outer were kinked at 20 mm distal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 20mm x3.50mm ion drug-eluting stent, it was noted that the stent strut felt rough like it was fractured. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. During preparation of a 20mm x3.50mm ion drug-eluting stent, it was noted that the stent strut felt rough like it was fractured. The procedure was completed with a non-bsc stent. No patient complications were reported.